Manufacturer narrative:
Of the 7 devices, 1 lot numbers was provided, and lot history review was performed. Of the 7 reported malfunctions, no devices were returned for evaluation. Medical records were provided for 3 devices and reviewed for each malfunction. Filter tilt and perforation of the ivc were confirmed for 1 device. Filter limb perforation of the ivc wall was confirmed and filter tilt was inconclusive for the second device. Perforation of the ivc was confirmed and filter tilt was inconclusive for the third device. 4 devices samples or medical records were not provided. Therefore, the investigation is inconclusive. A root cause has not been determined. The devices were labeled for single use.

Event description:
This report summarizes seven malfunctions. A review of the reported information indicated that model rf048f. Vena cava filter allegedly experienced patient device interaction problem, and malposition of device. These reports were received from various sources. Of the seven events, seven involved patients with no reported patient injury. Three patients age ranged from 35 ¿ 58 years, four patients were female; however, other patients age, weight and gender were not provided.

Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced perforation and malposition of device. These reports were received from various sources. Of the six malfunctions, six involved patients with no reported patient injury. Of the six patients, five patients age ranged from 35 to 58 years, five patients were female and one patient was male. All other patient details were not provided.

Manufacturer narrative:
H10: of the seven reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under 2020394-2021-80556. H10: of the remaining 6 devices, 1 lot numbers was provided, and lot history review was performed. Of the 6 reported malfunctions, no devices were returned for evaluation. Medical records were provided for 5 devices and reviewed for each malfunction. Images were provided and reviewed for one malfunction. Filter tilt and perforation were confirmed for 2 devices. Perforation was confirmed and filter tilt was inconclusive for the 2 devices. Filter tilt and perforation were inconclusive for one device. For the remaining one malfunction, detachment (a0501) was coded additionally and the investigation is confirmed for detachment. However, the investigation is inconclusive for perforation and filter tilt. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.